Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information has been provided to date

Event description:
It was reported that the pump failed accuracy by over infusing. The issue occurred during testing. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H4: device manufacture date: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device missing a sticker seal. There was no evidence of the error recorded in the event history log. The reported problem was duplicated. Running three accuracy tests, the pump was found to be over delivering and not consistent to the manufacturing specifications. The investigation found that inaccurate delivery was the cause of the reported problem as the device was out of specification. For corrective action the expulsor was trimmed down to bring the delivery accuracy closer to nominal range. The root cause of reported problem was unknown. Product is beyond 4 years from manufacture date of 2018-02 and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. A service history review identified this device has not been in for service previously., corrected data: correction: h4: mfg. Date. 27-feb-2018; correction: d4: model number: 6400.